Event description:
Boston scientific received information that this product was part of a system revision due to infection. This lead was removed using a stylet, evolution sheath and bulldog apparatus. The stylet was advance to the distal tip of the lead. Some bunching of the distal coil was noted along the advancement. The bulldog apparatus and the evolution sheath were passed over the lead. Significant adhesions were noted in the superior vena cava before the proximal coil and also at the tricuspid valve. The lead was successfully removed. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.